Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with a 550cc mentor memorygel breast implant and was presented with breast implant rupture on her left side noticed by the physician on (B)(6) 2019 and confirmed by MRI on (B)(6) 2019. The patient underwent bilateral explantation, and replacement with catalog number 3341352, serial number (B)(4) on the left side and with catalog number 3341352, serial number (B)(4) on the right side on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced deformity for both breasts due to the breast asymmetry and irregular contour of the breasts. Hence, patient code "anisomastia" was added to field h6. Also, as per the pathology report, patient experienced left side ¿fibrosis with fat necrosis¿ as well. Hence, patient code "necrosis" has been added to field h6. Conclusion code "cause not established" has been added to field h6 due to additional symptoms reported. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).